Event description:
It was reported a patient was seen in the emergency room approximately 14 months post implantation following a fall due to unknown reasons. The patient was experiencing pain and difficulty with mobility. Imaging diagnosed a contusion and medication was given for pain management. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00719; 0001825034-2024-00720; 0001822565-2024-00915. D10: cat #: 010000662 / g7 pps ltd acet shell 50d / lot #: 7067118; cat #: 51-101050 / tprlc 133 fp type1 pps ho 5.0 / lot #: 3799117; cat #: 30103204 / g7 vit e neutral lnr 32mm d / lot #: 64922381; cat #: 650-1162 / delta cer fem hd 32/0mm t1 / lot #: 3084053. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations couldn¿t not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: acute exacerbation of hip pain after a fall 2 days prior, pain is worsening and radiates. CT performed due to poor mobility despite negative xrays-also negative, no evidence of loosening or fracture. Resolved with elevation and icing. The complaint is confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: correction for clinical code, 'fall' code removed and 'ambulation difficulties' code added. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.